Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
The lead analysis was completed on (B)(4) 2013. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. It was reported that the patient was seen on (B)(6) 2013 and the incision site looks great. It was reported that the patient is still taking oral antibiotics. The physician plans to give the patient a couple of more weeks of healing with antibiotics and then see her for follow-up in approximately 3 months to consider vns re-implant.

Event description:
It was reported that the patient was scheduled for generator and lead explant. Further follow-up revealed that the patient underwent generator and lead explant due to infection. A replacement unit was not implanted. The generator and lead were returned to device manufacturer for analysis on (B)(4) 2013. It was reported that the patient developed a blister-like object in the middle of the scar on her chest incision in (B)(6) 2013. The patient was seen by surgeon on (B)(6) 2013 at which time a scab was noticed. The patient's family reported that about a week prior the incision site was purple and that the scab formed about a week later. It was reported that there was no opening of the incision or drainage at that time. It was reported that the patient experienced an infection around the tracheostomy tube which was unrelated to vns and that the patient was on antibiotics due to that. The patient was started on bactrim and then on (B)(6) 2013 the blister opened and then scabbed over. The wound began to drain orange puss. The patient was admitted to the hospital on (B)(6) 2013 and underwent system explant on (B)(6) 2013. It was reported that wound cultures were positive for proteus species. It was reported that the patient has not been seen since explant and that no manipulation or trauma was noted, but that it cannot be ruled out. Analysis of the generator was completed on (B)(4) 2013. Results of diagnostic testing indicated the device was operated properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead is underway, but has not been completed to date.